Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It also indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing.

Event description:
It was reported that the right ventricular (rv) lead triggered a patient alert due to low pace/sense impedance. It was noted that the rv low impedance issue could have been an intermittent issue as it was seen to have occurred with the previous device as well as with the current device. Additionally the sensing integrity counter (sic) has been increasing over time. The lead remains in use and will be monitored as the patient does not want another operation. It was noted that at this time the patient has an infarct. No further patient complications have been reported as a result of this event.